Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The reported patient effect of myocardial infarction is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). In addition, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery. An aneurysm occurred with an unspecified device and a 2.8 x 26 mm graftmaster covered stent was inflated to 18 atmospheres to seal the aneurysm. The patient was sent to recovery; however, a short time later the patient complained of chest pain and had a st elevated myocardial infarction (stemi). The patient returned to the cath lab where it appeared the graftmaster was not fully apposed to the vessel wall. An unspecified balloon catheter was used to post-dilate the graftmaster and an unspecified drug-eluting stent was implanted distal to the graftmaster to successfully complete the procedure. The patient was sent home the next day. No additional information was provided.